Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a low out of range shock impedance measurement. No adverse patient effects were reported.